Event description:
It was reported that during a pta treatment procedure, the proximal end of the synchro .014 guide wire became stuck on the hub of the symmetry small vessel balloon dilatation catheter. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in an unspecified vessel below the knee. The physician used a 6f terumo introducer sheath for vascular access. It is noted that resistance was met with insertion of the guide wire. The symmetry small vessel balloon catheter and the guide wire were removed from the pt and the procedure was stopped. No pt injuries or complications were reported. Pt status is reported as 'good'.